Event description:
The pump was returned for investigation. Investigation revealed a crack in the battery compartment. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 01/09/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/09/2014 with the following findings: evaluation revealed a crack in the battery compartment at opening of battery chamber extending down to the primary seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).